Event description:
A gentleman with unresectable gallbladder cancer with multiple liver metastases. Patient has been treated on multiple chemotherapy regimens including gemcitabine and xeloda since 03/01. In spite of the aggressive treatments, pt developed disease progression in the liver. At the time of the referral for therasphere patient reported fatigue, decreased appetite, nausea, 10% weight loss and abdominal pain. Physical exam revealed tenderness on deep palpation throughout the abdomen without guarding or rebound tenderness. There were no palpable masses or hepatosplenomegaly. Pre procedure laboratory values indicated normal bilirubin (0.3 mg/dl) and ast (49 u/l), elevated alt (79 u/l) and alkaline phosphatase (973 u/l). In 2002 the patient underwent therasphere treatment and received 136 gy to the right lobe of the liver. Their treatment cycle was completed a month later when pt received 142.6 gy to the left lobe of their liver. Both infusions were performed without difficulty. During the post treatment period the patient developed significant fatigue decrease in appetite, right upper quadrant pain and some nausea without vomiting. Patient had to increase their oxycontin use and was placed on fentanyl transdermal patch. Pt's symptoms were consistent with the expected side effects due to radiation hepatitis. Liver function result ranges were for bilirubin from 0.2 to 0.4 mg/dl, ast: 21 - 34 u/l, alt: 23 - 30 u/l, only alkaline phosphatase remained elevated: 649 - 727 u/l. On 04/2002, the patient was admitted to the hospital for profound weakness, abdominal pain and dehydration. On the day of the admission the patient was oriented to name and place only. Their family felt that patient could be overmedicated, however, pt was still complaining of pain. Abdominal CT the next day showed grossly unchanged severe metastatic disease in the left lobe of the liver; increase in tumor size in the right lobe, edema and ascites. Blood work revealed albumin - 1.8 g/di, bilirubin - 0.7 mg/dl, alt - 64u/l, elevated ast - 74u/l, alkaline phosphatase - 1,073 u/l and ammonia - 59 umol/l. After rehydration and pain management the patient was discharged to hospice the next day and died at home 2 days later. The death was judged to be possibly related to therasphere. It is not clear though, whether it was radiation hepatitis or liver cancer progression that contributed to this unfortunate result.